Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came into the clinic to get her inr checked and it was at 9.0. The pt had doubled had doubled her dosage of anticoagulation medication. The pt's pill strength had been increased from 1mg tablets to 2mg tablets, and the pt didn't know or forgot about the change and was taking double her normal dosage. The pt was admitted into the hospital and her anticoagulation was held and vitamin k was given to her. The pt was discharged to home 3 days later. The pt was seen in the clinic 4 days later and her inr normalized (2.1) and she was taking her usual home dose of anticoagulation medication. It was also reported that the pt was started on keflex for a possible driveline infection (increased redness) noted in the clinic. Per additional info from the vad coordinator, the pt currently remains ongoing at home and is doing well with no issues.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.